Manufacturer narrative:
H.6. Investigation: sixteen open 32g x 4mm pen needle samples and on photo were returned from an unknown lot. No., cat. No. 320738. A clog test was carried out on the sixteen open samples as per tp700483 and no issues were observed. No DHR review can be carried out as lot number is unknown. No issues were observed with the returned samples therefore no root cause can be identified.

Event description:
It was reported that pen ndl 32g 6mm 3b tw 70ct jpn would not allow drug to come out properly. This occurred on 10 occasions before use. The following information was provided by the initial reporter: drug didn't come out properly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown. (B)(4).

Event description:
It was reported that pen ndl 32g 6mm 3b tw 70ct jpn would not allow drug to come out properly. This occurred on 10 occasions before use. The following information was provided by the initial reporter: drug didn't come out properly.